Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery (lad). After a promus premier drug-eluting stent was implanted in the lesion, it was suspected that there was a vessel dissection in the distal lad. Then an opticross coronary imaging catheter was advanced to view the area but the signal was fading in and out and failed to read correctly. Another promus premier&#10244;rug-eluting stent was advanced to cover the dissected area and the procedure was completed. No further patient complications were reported.